Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to ketones with high blood glucose of over 300 mg/dl. The customer wearing the pump at time of hospitalization. The blood glucose at the time of the hospitalization was 148 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The customer was also reported that, the sensor had sensor updating, calibration not expected and change sensor error. Customer reported button response issues that, has keypad anomaly. Customer stated that numbers are ramping on their own and the scroll bar is moving with no input. Customer stated that he got an alert of stuck button. Customer stated that he was even hospitalized. Customer stated that still he is not doing well. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.